Event description:
It was reported that the solution inside the cassette leaked during patient use. There was patient involvement; however, no harm or adverse event occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.